Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the cutter was bent. The device was being used in surgery. There was no injury or medical intervention. There was no add'l info provided.